Event description:
It was reported that the asymptomatic patient presented in clinic during follow up in backup vvi mode. After a device download was performed successfully, the device resumed normal function. The patient would monitored with regular routine follow-up.